Event description:
Reported condition: customer reported that one of the screws came off of the blood pump roller. Machine installed (B)(6) 2025, machine run hours at time of event 364hrs. (B)(6) 2025 the national service engineer identified that one of the screws that's used to adjust the roller gap on the blood pump rotor was missing. Also identified that the screw was rubbing against the blood pump housing now allowing the rotor to move freely. Inspected the inner and outer components of the blood pump and identified the missing screw on the blood pump rotor, no other issues identified. Installed a new blood pump rotor and performed the blood pump occlusion calibration to manufacture specifications. Ran a simulated treatment with no issues or alarms during testing. Device has been tested, verified, and disinfected per IFU. Sdx is operating to manufacture specifications and released for patient use.